Event description:
It was reported the right ventricular (rv) lead had high shock impedance. Subsequently, the device was explanted and replaced. After the explant calcification was seen on the coil which was the suspected cause of the high shock impedance. There were no additional adverse patient effects reported. The device will not be returned for analysis.